Manufacturer narrative:
The device was returned and evaluated on 06/07/2018. The device passed the cia test and ablation testing. No defects were observed on the returned unit. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and noted a perforation. No intervention was required. The procedure was aborted and the patient was discharged home.